Event description:
Further information was received. As the patient with this lead is elderly, no invasive intervention is intended at this time.

Event description:
Boston scientific received information that during a follow up this atrial lead displayed undersensing followed by tracking of af and a atrial tachy response (atr) mode switch. The patient with this lead has reported palpitations. Device was reprogrammed to vvir. It was thought the patient is in permanent atrial fibrillation (af) and the symptoms are likely associated with the undersensing and a possible lead issue. Impedance measurements have been within acceptable labeling guidelines, however during the past three months, registered nr. An internal technical service (ts) consultant was contacted regarding this issue. Ts reviewed the data and thought there may be an underlying lead insulation issue and agree with the programming to vvir pacing mode. No further patient symptoms were reported. Additional information was received. The electrogram was further reviewed with a second ts consultant. There is agreement that there may be an underlying lead issue. Further lead integrity verification was recommended to determine whether there may be a conductor fracture. In addition, programming the device to vvir pacing mode provides a non-invasive option for maintaining consistent ventricular function. This information will be provided to the physician for their decision. As of this date, this lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.